Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy ev300 internal flow sensor failure "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, it was confirmed that the failure of the internal flow sensor was due to environmental debris. A machine flow sensor was shipped and will be replaced to address the issue. Additional information: the service center concluded their evaluation, and the findings remain the same as previously reported. In addition: correction to box d: product UDI/device identifier.

Event description:
The manufacturer received information alleging a trilogy ev300 internal flow sensor failure "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, it was confirmed that the failure of the internal flow sensor was due to environmental debris. A machine flow sensor was shipped and will be replaced to address the issue